Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06853. It was reported the pt experiences excessive heating at her ipg site while charging. A replacement charging system was sent to the pt to address the issue. It was also reported the pt experiences pocket heating and discomfort at her ipg site when the stimulation is on. An sjm rep met with the pt and the pt stated she has not felt the heating with the stimulation on in some time. The rep programmed the pt's scs system and pt was satisfied with the new program. Additionally, the pt reported the new charger resolved the heating while charging. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.